Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squiring out during priming. The blood glucose level was unknown at the time of incident. Customer stated that the buttons were harder to press and require multiple press. Insulin pump was slower to rewind. Insulin pump screen was scratched. The insulin pump will not be returned for analysis